Manufacturer narrative:
(B)(4). The device remains implanted since there is no medical intervention noted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04017.

Event description:
It was reported that the patient was considered for a revision due to dislocation of the right shoulder. Attempts were made to gather information. Attempts to obtain additional information have been made; however, no more is available at this time. No medical intervention was noted at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.